Event description:
A hospital rep reported that during cataract surgery, a system message displayed. The system was rebooted and the procedure was complete using the same equipment. No pt harm was reported. Add'l info was received from the customer indicating that the case was a "complex" cataract operation which was completed successfully. The surgeon released the footpedal and upon depression to continue grooving the machine "sucked" material and the posterior capsule ruptured. At that time, the machine displayed a system message and would not respond to any button pressed. The machine was recycled and the procedure was successfully completed, including an unplanned vitrectomy. The pt's condition is ongoing, with guarded prognosis.

Manufacturer narrative:
The company rep examined the system and was not able to replicate the reported system message (sm); however, it was confirmed in the system's event log. The company rep ran the system for two hours and no nonconforming was observed. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the pt event cannot be determined in this investigation. (B)(4).